Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) complained of receiving a shock after taking a shower. The patient also stated that since then he has felt weak, lightheaded and dizzy with an irregular pulse. A boston scientific technical services (ts) consultant recommended following up with physician. There was no allegations made against the device. Five years the device was explanted for reported normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.